Event description:
Patient reported left side rupture confirmed via ultrasound. Patient later reported ¿ruptured due to capsular contracture¿ baker grade unknown, ¿body is rejecting the foreign object,¿ ¿body is having a reaction to the free floating silicone,¿ ¿underarms have 7 and 6 silicone pockets in them which that also needs to be operated on and removed,¿ ¿it¿s causing major pain in the underarms and breasts,¿ and ¿feeling ill all the time.¿ healthcare professional later reported ¿did not have a rupture, the implants were in-tact, and there was no capsular contracture¿ and "silicone deposits due to the patient's previous history of rupture" which is not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of allergic reaction / hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "body is rejecting the foreign object".